Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "malfunctioning" stimulation. It was stated the patient said he had 16 back surgeries including a failed attempt after his malfunctioning stimulation. Reportedly, the patient had not had back surgery in several years and was currently not seeing his healthcare provider because he had recently moved to michigan. Additional information has been requested and if received, a supplemental report will be filed.